Event description:
It was reported that a foley catheter was inserted in the theater. On return to the ward, the patient reported that the catheter fell out while in the bathroom. Upon inspection, the balloon was noted to have popped. The user was unsure if residual product was still in the patient's bladder or flushed in the toilet. The treating team was aware of the situation. Per follow-up information received from ibc on 21jul2023, stated that the patient was okay as per representative's understanding. Per follow-up information received from ibc on 26jul2023, the product complaint stated that the customer was unsure if the residual pieces of balloon were still in the patients bladder or if they had passed into the toilet. The treating team were made aware and as per the representative's understanding, no medical intervention was made.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photo, it was observed that the balloon was rupture with missing pieces. However, the exact cause of how and when the problem occurred could not be determined. No further testing could be conducted due to only photo sample is provided. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.